Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. Transmitter voltage test: pass. Global transmitter functional test: pass. Nordic bluetooth pairing test: pass. Performed share log review nad no data was available.the patient's complaint was undetermined because there were no log data to review. The reported event of an potential reportable event was undetermined. A root cause could not be determined.